Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was foreign matter in the tube. According to the customer's report, black foreign matter was found in a the tube and tube could not be used."

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was foreign matter in the tube. According to the customer's report, black foreign matter was found in a the tube and tube could not be used."

Manufacturer narrative:
H6: investigation summary: no samples and no photos were returned by the customer in support of this complaint. Therefore, 90 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.